Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Head motor will glide down by itself and the foot motor raises and lowers on its' own. No injury is alleged.